Event description:
The customer contact reported the device door roller pin was broken off. The device was returned to the biomedical dept with a report that during set up, prior to patient use, it was noted that the device door roller pin was broken off. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken off. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the roller pin was broken off. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.